Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Information was received that the patient continues to experience intermittent pre-syncope and was recently admitted to the hospital as a result. At the time of admission a heart rate of 39 bpm was observed on an external monitor. Additional provocation testing was performed but no noise could be elicited. There were no episodes recorded to the device for several weeks; engineering analysis of device data was then requested. Review of data noted two instances of spikes in pace impedance measurements approximately 2 months apart in addition to the previously observed episodes of mv oversensing for which the mv sensor was programmed off. It was determined that the data was consistent with an intermittent lead and/or header connection issue. This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency department (ed) following several episodes of pre-syncope overnight. Upon interrogation, lead parameters were normal but 9 tachy episodes were stored to the device corresponding to the times of the patient's symptoms. Review of the episodes noted non-physiologic noise consistent with minute ventilation (mv) sensor interference resulting in pacing inhibition. The patient was reported to have an underlying rate of 30-35 bpm. The mv sensor was programmed off and the patient discharged home with follow-up planned at a later time. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was later received indicating this patient underwent additional system evaluation upon their admission to the hospital following a syncopal episode secondary to a transient ischemic attack unrelated to the patient¿s implanted system. Review of stored data did not find any further instances of mv noise and oversensing though one episode did exhibit minor instances of noise; no asystole was observed. Two instances of an abrupt pace impedance increase were noted on the involving the competitor right ventricular (rv) lead that appeared to coincide with the patient's ischemic attack. The physician plans to continue closely monitoring the patient for any changes in lead condition. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis of device memory noted no irregularities to contribute to the observed behavior. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.